Event description:
The customer stated that the magnesium quality shifted downward on the architect c8000 analyzer after changing to a new lot of iron/magnesium calibrator. The abbott customer technical advocate (cta) sent replacement calibrator to the customer. The customer also stated that they retested pt samples and saw the same shift in results. The shift was determined to not be clinically significant; therefore, no corrected reports were issued. A follow-up with the customer confirmed receipt of the new lot of calibrator. The customer stated, they will not return the old calibrators for investigation as they want to attempt to use with the new calibrator value assignment. The cta informed quality of the customer decision. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in process. A final report will be submitted when the investigation is complete.